Event description:
It was reported, the md prepared the iab per instruction. While inserting the iab through the sheath into the right femoral artery, the iab began to unwrap. Nevertheless, the md used force to insert the iab into the patient. Immediately upon connecting the iab to the pump, the helium gas alarm began. As a result, the iab was removed. The md did not insert another iab. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the iab was returned with the "tethered" valve was attached to the iab. The pump tubing was attached to the lock connector. The saf sheath was on the catheter approx 12 cm from the proximal end of the bladder. The guidewire was not returned. A different guidewire was fed thru the central lumen with out resistance. A vacuum was pulled on the iab & held. The iab was submerged & pressurized in water. No leaks were detected in the iab or bladder. The iab was pump tested for 1 hour at various heart rates. The bladder inflated & deflated fully. There were no alarms triggered. The iab passed all in-house testing. A DHR re-review was conducted without findings. The root cause could not be confirmed.